Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that following an intraocular lens (iol) implant procedure, the lens was exchanged for different model and diopter iol, due to a myopic surprise and overcorrected cylinder. There was no patient harm. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that the patient wore soft contact lenses until seven days prior to final preoperative measurements. The replacement iol was 1diopter difference in power.